Event description:
An endobronchial biopsy procedure was performed with forceps before moving onto the percutaneous procedure. During the second registration, both the min and secondary carinas were accurate. During the post op CT scan, it was found that the patient had a partial pneumothorax. No chest tube was placed. The patient went home on the same day. The patient returned to the hospital the next day and an xray confirmed that the pneumothorax had resolved on its own.

Manufacturer narrative:
This report is being supplemented to notify the FDA that this submission (medwatch 3007222345-2022-00007) was a duplicate submission of the event described in medwatch 3007222345-2021-00015.